Event description:
It was reported via repair work order that the both head end siderails was not locking in position due to broken timing link with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.